Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the power cord was broken and the motion pan is missing. No pt involvement or adverse consequences are reported.